Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the emergency room after receiving a patient vibratory alert notifier. Upon interrogation of the device, the right ventricular lead impedance was above 2000ohms. Other readings indicated high, out of range impedance measurements as well. The lead was normalized and the patient was admitted to the hospital for lead revision. The lead was capped and replaced on (B)(6) 2018. The patient was stable at post-operative check the next day.